Event description:
It was reported that allegedly a biliary stent prematurely deployed while being advanced to treat a total occlusion in the distal superficial femoral artery. The vessel was predilated and the device was advanced contralaterally using a 6f x 45cm introducer sheath. The red safety was left on the delivery system during advancement. Resistance was observed as soon as the device was advanced beyond the introducer sheath. The physician attempted to further advance the device to the treatment site, however, the device could not be advanced no further. The physician successfully removed the device through the introducer sheath and discovered that the device had partially prematurely deployed. Another biliary stent was successfully advanced to the treatment site and deployed without incident. No pt injury.

Manufacturer narrative:
The device history records could not be reviewed, as the lot # was not provided. The device has been returned, the eval is currently underway.